Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to corrosion on the plug unit and damage to the charged coupled device unit, e226 (scope communication error) occurs. In addition to foreign material in the air/water tube and cylinder, the additional evaluation findings are as follows: the air/water cylinder and the suction cylinder are colorless. Due to wear of the angle wire, the play of the upward/downward angulation control knob is out of the standard value. Also, due to wear of the angle wire, the play of the right/left knob is out of the standard value. The adhesive on the bending section cover or distal sheath has scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the colonovideoscope displayed error e226 (scope communication error) and error e117 ( life of optical module). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water-cylinder and tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.